Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a distorted light exiting the connector face indicating that there was an internal connector fracture. Burn marks are also observed on the connector face. The microscopic analysis identified the fiber tip was in good conditions. The fiber was also functionally tested confirming the aiming beam very weak. It is likely that observed condition of the fiber internal fracture could occur during procedural handling of the fiber during setup or use, causing an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and console led to the burn marks observed on the fiber face. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber used did not lase energy/power. Due to this, the procedure had to be completed using another fiber. There were no patient complications. The fiber was returned, and analysis identified an internal connector fracture.